Manufacturer narrative:
Device UDI number unavailable. The blue navlock tracker was returned to medtronic for analysis. The returned tracker was well worn with many nicks and scratches. Two arms of the tracker were visibly bent. Otherwise, the handle received known good instruments without issue. It was determined that there was a physical damage failure with the blue navlock tracker. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the blue navlock tracker from the travel set was damaged and needed to be replaced. There was no patient involvement.